Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-01970 and 2210968-2011-01972. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure to remove part of the cervix on (B)(6) 2011 and a drain was placed. On (B)(6) 2011, it was found that the patient had an infection. The drain was removed and the wound was open controlled. Additional information has been requested.